Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. No damages or deficiencies were observed with the exposed soft cannula. The pod data showed that the pod ran for 439 pulses and delivered boluses before deactivating. No errors or abnormalities were observed. The needle mechanism assembly showed no damages or deficiencies that would contribute to a cannula retraction. The needle mechanism was reset and deployed; no issues were observed. Therefore, no problem was found regarding the reported needle mechanism failure event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose reached to 18 mmol/l (324 mg/dl), while wearing the pod on the arm for between 5 and 24 hours. Also, the patient stated that the cannula retracted, indicating a needle mechanism failure. As treatment, a new pod was applied.